Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in the (B)(6) stenosed, mid-left anterior descending artery, which was moderately calcified with mild tortuosity. During deployment of the 3.5 x 28 mm xience prime in the lesion, a distal edge dissection occurred. Another xience prime was used successfully to treat the dissection. There was no interaction of devices and no reported adverse patient sequela. No device or other procedural issues were noted. There was no clinically significant delay. No additional information was provided.